Event description:
The pod was activated on (B)(6) 2012 at 2:13 pm; customer's blood glucose (bg) was "high" (>500 mg/dl) at the time. About 2 hours later, her bg decreased to 310 mg/dl. By 5:30 pm, her bg was within normal range (178 mg/dl). Customer's bg stayed within normal range until 2:00 ppm the next day, when her bgs increased to 280-422 mg/dl in the afternoon until early evening (5:30 pm). No bolus history was recorded during this time. Her bg decreased again to within normal range until about 1:00 am when her bg increased to 418 mg/dl. She bolused 5.3 units; at 2:30 am, her bg was 455 mg/dl; she bolused 3.55 units; at 6:30 am her bg was 283 mg/dl; 3.05 unit bolus given; at 8 am her bg was 306 mg/dl. At this time she removed the pod and noticed a kink in the cannula. The pod was not returned for evaluation.

Manufacturer narrative:
A kinked cannula has the potential to restrict insulin delivery and may result in hyperglycemia. However, since the pod was not returned we cannot confirm any product malfunction or defect that may have contributed to the customer's hyperglycemia. The omnipod's user guide warns to "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." Noticing that the cannula appears different early on, allows the user to take the appropriate action and reduced the duration of elevated blood glucose levels. The user guide warns that "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)," and advises to treat hyperglycemia first by checking for ketones. If ketones are present, follow the guidance of an hcp. If ketones are not present, take a correction bolus as prescribed by an hcp. Check blood glucose again after two hours. If bg levels have not decreased then take a second bolus by injection, using a sterile syringe. If bgs remain high after a total of 4 hours then replace the pod and contact an hcp for guidance. Lot qualification records were reviewed and determined to have passes all acceptance criteria.